Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The device had cracked case at display window corners and reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 91 mg/dl. The customer was asked if she recalls any significant events leading to the alarm and she none. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump per health care provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.